Event description:
It was reported that bd nexiva 22ga 1.00in y-na - leakage. Today, it was reported to me that multiple cannulas from this lot have been leaking blood. Additionally, some devices were found to be contaminated with black particles inside the needle. I would like to confirm that no patient has been harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: following the submission of the initial MDR, it was determined that the batch reported was not implicated in any failures, per the customer. This MDR will be void.

Event description:
Correction: batch reported did not have an issue.